Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent procedure cystoscopy, anterior and posterior vaginal repair due to stress urinary incontinence. It was reported that patient underwent midvaginal stricturotomy and revision, hysteroscopy, dilatation and curettage, morcellation of endometrial masses x3 on (B)(6) 2012 due to postmenopausal bleeding, endometrial masses x3 and midvaginal stricture. No additional information was provided.